Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The visi-pro was prepped per the instructions for use (IFU). The physician intended to place the visi-pro in the common iliac. The visipro was inserted without incident, however the physician could not confirm lesion location through the sheath and wanted to use diagnostic catheter to confirm before the visipro placement. As the physician was removing the visipro out of the patient the stent slid off the balloon near the sheath and was loose on the wire in the iliac. The physician used a 3mm balloon to insert inside the stent, inflated to 3mm, and then used the visipro balloon to place the stent in the external iliac. It was decided not to use another visipro at this time to stent the intended common iliac lesion. The patient will need a CABG procedure to fix the legs.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.